Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that / information received by medtronic indicated that they received an insulin flow blocked alarm. The user stated the insulin flow blocked alarm occurred hours after changing the entire set (infusion set and reservoir). Blood glucose level at the time of the incident was 271 mg/dl. It is unknown how the high blood glucose was treated. Troubleshooting was completed for the insulin flow blocked alarm. During troubleshooting for the insulin flow blocked alarm, the infusion set had a bent cannula when removed. The pump will not be returned for analysis. No product is expected to return for analysis